Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricular lead that was oversensed by the device. The patient did not received therapy due to the oversensing. The noise was reproducible in clinic. A lead integrity issue was suspected. No intervention was performed because the patient was asymptomatic. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicates additional lead noise that was oversensed by the device. No intervention was performed. The patient was in stable condition.